Event description:
Batteries sold with a prism se monitor started swelling and increased in temperature beyond normal operating temp. Batteries caused prism se case to deform. Batteries will no longer hold adequate charge once failing in this manner. No pt was connected to the monitor. Issue was discovered during routine testing.